Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The svc rep replaced the split line motor, and adjusted and tested the unit. He found that the ac adapter door on the eos was not fully closed. He could not verify the dark viewing problem in fluorescein mode. This was an on-site repair. The unit tested ok after the repair. (B)(4).

Event description:
The customer reported that there was a dark ring on a left eye image. Also, in fluorescein mode, the images got dark and the customer had to reboot the unit. The customer did not mention that they had to re-inject the pt with fluorescein or reschedule the pt. However, the info suggests that a repeat injection may have been necessary during the exam due to the delay in rebooting the unit.